Event description:
A customer reported via phone call indicating that they experienced low blood glucose of 39 mg/dl. The customer was treated for the low blood glucose with food. The customer's blood glucose at the time of the call was 342 mg/dl. The customer stated that they were on manual injections and soon after got back onto the pump which may have overlapped with the insulin being provided. The customer did not send the insulin pump back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.